Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified a damaged control flow barrel due to two broken occluder feet and a cracked main-body. Functional testing of the device included leak testing, clear passage testing, and clamp function testing; broken occluder feet (leak through the set) was identified in both leak testing and clamp-function testing. The reported issue was verified and the cause of the issue was determined to be due to damaged components of the flow control barrel. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clamp of a minicap transfer set could not be completely closed. There was patient involvement. There was no patient injury or medical intervention reported. No additional information is available.